Event description:
It was reported that a wireless battery module would not allow the pump it was powering to connect to the facility's server. The customer stated that the issue was discovered during pm testing, and that there was no pt injury. It was also reported that the pump using the wireless module was two mdl versions behind the facility's most current mdl version.

Manufacturer narrative:
(B)(4). The module was returned to baxter for evaluation and repair. Evaluation confirmed the reported symptom. The module was rec'd inoperable due to corrosion on the wireless module flex and radio pcb as a result of fluid intrusion, causing the components to fail. The module was determined not to be within specification in relation to the reported symptom. The module was retired from the service.